Event description:
It was reported that the patient presented to the emergency room with a heart rate of 38 bpm, along with intermittent capture at maximum output and high thresholds. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.